Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mishandling of the device. As transformer on pace/defib (pd) engine board was found damaged. The observed damage was not consistent with normal wear and tear. The pd engine was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.